Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, back haptic was trailing and stuck to the plunger. They ended up having to cut it out and use another company lens instead. Additional information was received and stated, leading haptic was folded incorrectly, instead of folded on the optic it was protruding straight out from the optic. The trailing haptic then got stuck in the injector. While trying to free the trailing haptic, the leading haptic caused a posterior capsule tear and the capsule could no longer support the 1 piece iol. Lens was removed and replaced with a 3 piece company iol.